Manufacturer narrative:
The cable was returned to the manufacturer for analysis. The returned cable has no apparent physical damage but a continuity test revealed an open at pin 1 of the usb cable. The hardware investigation found that the reported event was related to a hardware issue. H6: fdm 10, fdr 120, fdc 4307. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the emitter system would not communicate with the navigation system. The data cable was replaced and the system then passed the system checkout and was found to be fully functional. Device manufacturing date is unavailable. Concomitant medical products: product ID: 9733597. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that the site's break-out box is not communicating with the system. There is an 8 on the box and the software shows it is not communicating. The system was rebooted without resolution. The manufacturing representative tested the site's other break-out box on the system and that also did not function. The break-out box from this system was tested on another system and worked fine. The communication cable was seated into a different usb port on the computer and the issue did not resolve. There was no patient present when this issue was identified.